Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose read "high" at the time of the event. The customer's husband stated that she received an injection from her doctor the day prior to the event, which caused her blood glucose to elevate. The customer's husband also stated that the customer did not change her reservoir after it became empty, which also contributed to the event. The customer's husband declined to perform troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.